Event description:
It was reported that this right atrial (ra) lead was found dislodged a few days after implantation. The patient underwent surgical intervention to successfully reposition the lead. The device remains in service. No additional adverse patient effects were reported.